Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. It was noted that the patient went into a ventricular tachycardia (vt) as visualized on telemetry, and the device did not provide therapy. The device was explanted post mortem and was not available for return.